Event description:
It was reported that the pt was in an accident. Therapy impedances were greater than 2,000 ohms. An x-ray was recommended. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).